Event description:
It was reported that noise and high pacing impedance was observed on the right ventricular (rv) lead. A rv lead revision procedure was planned but was not performed as there was no venous access. The patient was in stable condition and will continue to be monitored.